Event description:
It was reported while carrying a patient down the stairs in a stair chair that the handle broke. The ems tech and the patient were injured.

Manufacturer narrative:
Stair chair handle.